Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process which could be associated with the reported event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A nurse at a user facility reported that during a patient¿s hemodialysis (hd) treatment, blood was visible in the dialysate coming from ruptured fibers within the dialyzer. The hd machine generated a blood leak alarm within five minutes of the patient's hd treatment being initiated. The blood leak was visually observed. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Follow-up information was received which indicated that the patient's estimated blood loss (ebl) was "none." The patient was able to complete treatment with a new setup on a different machine. The complaint device is not available to be returned to the manufacturer for evaluation. No further information has been made available.